Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage on the guidewire exit port assembly. A kink was found in the tip assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck in stent. An opticross¿ imaging catheter was selected for use. During the procedure, a 3.0 non-bsc stent was implanted. The opticross¿ imaging catheter was then used to view the lesion. Upon withdrawal, resistance was encountered. It was noticed that the opticross¿ imaging catheter was stuck. When the opticross¿ was checked after device was retrieved, the guidewire exit port was found to be kinked, so usage of the device was discontinued. The device was replaced with another opticross¿ imaging catheter to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was stuck in stent. An opticross¿ imaging catheter was selected for use. During the procedure, a 3.0 non-bsc stent was implanted. The opticross¿ imaging catheter was then used to view the lesion. Upon withdrawal, resistance was encountered. It was noticed that the opticross¿ imaging catheter was stuck. When the opticross¿ was checked after device was retrieved, the guidewire exit port was found to be kinked, so usage of the device was discontinued. The device was replaced with another opticross¿ imaging catheter to complete the procedure. No patient complications were reported.